Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they are functioning properly and passed all functional testing however, the sensors were received with bent cannulas. The transmitter flashed when connected to the sensor.

Event description:
It was reported that the customer's transmitter was having issues connecting. The customer also reported multiple bent cannulas. Customer's blood glucose level at the time 200mg/dl. No additional information was provided.